Manufacturer narrative:
Additional information added to b1, h1 and b5. B5: the cause of the peritonitis event was reported to be due to an exit site infection. Based on additional information received, the baxter disposable is no longer a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with meropenem (intravenous, dose and frequency were not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that treatment with intravenous meropenem was discontinued, the patient remained hospitalized and was not recovered from the peritonitis event. Pd therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.